Manufacturer narrative:
Updated data: b.5: event description d.3: MFR name e.: initial reporter h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the device was stored in a special wardrobe as per all implantable devices. The seal on the jar was not tampered with or broken. It was further reported that the jar was cracked or damaged on the bottom. The device was then discarded. No further information was provided.

Event description:
It was reported that a broken and emptied jar was discovered when the box containing this 25mm aortic bioprosthetic valve was opened. The device was never implanted. The hospital retained possession of the product, and it was replaced by a medtronic product. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.